Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records, radiographs, and a photograph. Visual examination of the provided picture of tibial plate identified scratches and gouges with traces of bone cement and blood. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: the arthroplasty components are anatomically aligned. There is abnormal radiolucency along the tibial tray greatest medially and posteriorly. The implant is not radiographically loose but may be clinically loose. The femoral implant is unremarkable. The bones appear very osteopenic. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. The root cause of the reported issue is attributed to patient's non-compliance and osteopenic bone quality. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant devices: persona cruciate retaining femoral component right size 7 catalog #: 42502006202 lot #: 63977096, persona fixed bearing ultra congruent polyethylene articular surface right 11 mm catalog #: 42522200411 lot #: 63282177, persona polyethylene patella 32 mm catalog #: 42540200032 lot #: 64021241. Report source: foreign: (B)(6). The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the device was discarded at the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Investigation incomplete.

Event description:
It is reported that the patient underwent a right knee arthroplasty revision to address tibial loosening less than one (1) year post-operatively. No additional patient consequences were reported. Attempts have been made and no further information has been provided.